Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the printed circuit board (pcb) flex connectors were not locked, creating intermittent or no contact. It was also noted that the upper case and both bail covers were broken, the ventricular output connector was broken and the keyboard window was scratched.

Event description:
It was reported the ventricular output knob is not working. There was no patient involvement. The device was returned for repair.